Event description:
It was reported that the patient developed a hematoma at the lead site post implant which led to paralysis. As a result, surgical intervention was undertaken and system was removed on (B)(6) 2026. Patient is currently in rehabilitation.

Manufacturer narrative:
Further information was requested but not yet received.